Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 469 mg/dl and over 400 mg/dl. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was not feeling well to troubleshoot. The device will not be returned for analysis.